Event description:
Several falsely depressed prothrombin times were obtained on patients' samples. The results were reported to the physicians. The samples were repeated and higher results were obtained. One patient's medication dosage was increased. There was no report of adverse health consequences as a result of the falsely depressed prothrombin time results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed prothrombin time results is unknown. The test is performing within specifications. No further evaluation of the device is required.